Manufacturer narrative:
Findings: inspected 1 opened/used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned opened/used. See attached picture for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was missing an electrode. Customer's blood glucose was unknown at the time of incident. No further details given.